Manufacturer narrative:
(B)(6). Event unknown date in 2017. This report is for an unknown 4.5mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted unknown date in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented to the operating room (or) on (B)(6) 2017 for revision of humerus nonunion/delayed healing. The patient originally fractured in (B)(6) 2016 and had been treated conservatively until (B)(6) 2016 when she was treated with an open reduction internal fixation (orif) using a large fragment plate. She has still not healed at this time. A 4.5mm cortex screw from the original implant broke and has pulled away from the distal segment. The head of the screw was removed and the shaft was retained. The surgeon stated she does not feel it was an implant issue however leading to the nonunion. Concomitant devices: 10 hole 4.5mm narrow lcp plate (part 224.601, lot 4784726, quantity 1); 5.0mm locking screws (part/lot unknown, quantity 2); 4.5mm cortex screws (part/lot unknown, quantity 4). This report is for an unknown 4.5mm cortex screw. (B)(4).